Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing signal intermittencies for the past three weeks. If he places pressure on the device it works again, sometimes for a few seconds and other times for a longer period.

Event description:
The user reported experiencing signal intermittencies for the first weeks of (B)(6) 2023. If the user placed pressure on the device it worked again, sometimes for a few seconds and other times for a longer period. The acoustician could see and feel small movements of the implant when putting pressure on it. The user has been re-implanted.

Manufacturer narrative:
Conclusions: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported, thus the problems given in the recipient's report seem to be congruent with the damage found. Furthermore, the device investigation revealed bulges of the silicone overmold on the back side of the demodulator and coil's magnet, which were possibly due to body fluid which diffused and accumulated into silicone coating through time. An internally conducted liquid analysis showed no abnormalities, namely the detected traces were compatible with saline solution and chemical features of organic material. The resulting bend may have contributed to the coil wire fatigue fractures. This is a final report.